Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: one por event observed in black box on (B)(6) 2016. Cracks in battery compartment were found from threads to case seal left of grip pad and below grip pad to case seal. The battery cap is able to fit to maintain electrical connection. The pump powers on correctly no power interruption was duplicated during investigation. Tightened battery cap fully then loosened one half turn, power to pump was not interrupted. Opened pump, no moisture damage found on power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.